Event description:
The patient reported their incision was swollen. Antibiotics were prescribed and the patient is now healed. No further issues have been reported at this time.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, improperly closing the surgical site, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. Additionally, the patient having contraindicating conditions has been ruled out. However, multiple tunneling attempts were performed between the two incisions and the incision was not irrigated with an antibiotic solution before closure which may have contributed to the reported issue. The stimulator is used to treat pain. The cause of the swelling is due to a surgical issue as multiple tunneling attempts were performed between the two incisions and the incision was not irrigated with an antibiotic solution before closure (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.